Event description:
It was reported that the patient presented to the emergency room due to receiving an inappropriate shock. A chest x-ray revealed the right ventricular (rv) lead was dislodged and was deemed to be the cause of the inappropriate shock. The patient tolerated the shock well. The rv lead was explanted and replaced. The patient was stable throughout the procedure.